Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2017 with blurry vision of the left eye that has been going on for many months. Account reported it appears patient has recurrent corneal erosion with irregular healing in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision with discomfort. Patient reported symptoms are not interfering with daily activities. Patient was seen on (B)(6) 2017 and surgeon reported that she is considerably better with a bandage contact lens that he has changed each week over the past few weeks. Cornea looks so much better and vision is improving as well. Bcva from (B)(6) 2016: right eye pre-op 20/20 -4.00 x -2.25 x 12. Left eye pre-op 20/20 -4.25 x -2.25 x 167. Bcva from (B)(6) 2016: right eye post-op 20/15 .00 x .00 x 90. Left eye post-op 20/20 -.75 x -.75 x 141.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.